Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that an occlusion alarm occurred. The customer declined to provide additional information regarding the issue. Customer¿s blood glucose level was 144 mg/dl.